Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, transmitter charge/battery lasts less than expected, failed battery test, damage (physical or cosmetic), keypad/button unresponsive/button error, insulin flow blocked alarm. The event involved product(s) mmt-7811na, mmt-332a, mmt-1780kl, mmt-441ag, mmt-7020a. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-7811na. No product return is required for mmt-332a. No product return is required for mmt-1780kl. No product return is required for mmt-441ag. No product return is required for mmt-7020a.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locked properly into reservoir compartment during testing. All buttons were tested for their functionality and all passed. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed batt test and no delivery alarms were noted in the pump history files and traces. Five bolus deliveries were noted in the pump history files and traces on the event date of (B)(6) 2024 at 02:40:14.000 to 22:10:26.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (23.134 mv). The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Unable to verify customer's complaint for high bg's. Failed battery test alarm, keypad unresponsive, and no delivery/occlusion alarm were not confirmed during testing. Moisture damage was confirmed found isolated to the battery tube. Cosmetic damage was confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.